Manufacturer narrative:
Carefusion file identification number: (B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
A customer reported to carefusion that their vela ventilator touchscreen worked intermittently. The customer stated that sometimes after warming up the screen did not respond. The issue occurred on a patient and when the respiratory therapist attempted to make changes the unit would not respond. The customer reported to carefusion that the patient was placed on another ventilator and no harm occurred.

Manufacturer narrative:
Results of investigation: the device was returned to carefusion for evaluation. The reported problem was duplicated and the cause assigned to liquid ingress as evidenced by dried liquid found along the bottom of the touchscreen display.